Event description:
In (B)(6) 2015, the pump was refilled with ¿bad¿ drug. The pharmacy had made a mistake. The patient went thru withdrawal the day the bad medication was put in the pump; the withdrawal occurred 2-3 hours after the bad medication was put in the pump. The patient had to come back 2 days later and have the pump refilled. The patient was still hurting so the doctor increased the dose. After the dose was increased, the pain got better. The pump was delivering fentanyl and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).